Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump failed volume test during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of failed volume test was not reproduced. Device was tested for flow accuracy and found to deliver within range. A review of the event history log (ehl) revealed an infusion programmed at a rate of 40 ml/hr and vtbi: 20 ml, which are the recommended parameters for flow accuracy testing outlined in the spectrum service manual. No abnormalities that could cause or contribute to the reported problem were observed through the history log. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.